Event description:
Same case as MDR # 2134265-2008-02880. It was reported that during a peripheral interventional procedure, a balloon catheter froze on the guidewire. The lesion was located in the superficial femoral artery (sfa) below the knee. The tortuosity is unk. The percent stenosis and level of calcification are unk. "The physician tried to track the sterling 4.0x20/135mm balloon over the 0.18 thruway guide wire but was unsuccessful. The balloon stopped about midway up the catheter." The physician removed both devices. The procedure was ended successfully. Attempts to obtain additional info were unsuccessful. No pt injuries or complications were reported. The patient's status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The most probable root cause is undeterminable.